Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The caller reported that the unit would not power on. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of emdr # 2031642-2018-01345.